Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed, and it cannot be determined if the device met specification, as the device was not returned. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The device was not returned, and a review of all available information fails to indicate an assignable cause for the reported event, therefore an assignable cause of undeterminable will be assigned to the reported event.

Event description:
It was reported during an acute thrombectomy case, the tip of the subject guidewire was fractured so the operator had to take the fractured part out with a balloon. The procedure was completed successfully with another device. Surgical delay of 60 minutes was observed. No further information available.